Manufacturer narrative:
(B)(4)- infection - labeled. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a face lift procedure on (B)(6) 2010 and suture was used. The patient developed an infection. Additional information was requested.